Manufacturer narrative:
The complaint was reviewed by the manufacturer and has identified that this event should be re-evaluated for MDR reporting. The information states that liner was broken, no problem was found with the cup, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that surgeon opened joint via previous incision, inspected ceramic head and liner and ceramic liner was broken, a number of small pieces. All ceramic pieces of liner and head removed. Washout performed. Surgeon then explanted reflection cup, reamed acetabular and then inserted multihole r3 cup. Three screws used. Appropriate r3 ceramic liner inserted and head trialled. Appropriate ceramic head with metal sleeve inserted. Hip was stable through range of motion. Wound was closed.